Event description:
A nurse reported the black knob on a (B)(4) tank would not turn. She stated they switched from the (B)(4) to this product and there was a delay in the procedure of at least 15 minutes. She stated on (B)(6) 2011 the pt returned for a repeat procedure due to this gas did not effectively press down the macular hole. She stated the subsequent procedure was performed with (B)(4) gas and she was unsure of the pt status. She reported the facility is not blaming this product rather it was not the ideal choice for this pt's procedure. Add'l info was requested. This is the second medical device report being filed for this case.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not rec'd for eval. It is unk if the product was used according to labeled indications. Review of lot 034004 is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. Add'l info was requested via phone on 04/04/2011, 04/05/2011, 04/29/2011, and 05/02/2011, 05/04/2011; via mail on 04/05/2011. A completed questionnaire was rec'd on 05/02/2011 and add'l info was requested via phone on 05/04/2011. (B)(4).